Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3888-33, lot# j0503503v, explanted: (B)(6) 2016, product type: lead.

Event description:
A manufacturer representative reported a consumer had a lead revision. About a month ago, the consumer started having a loss of stimulation ((B)(6) 2016) after he had an MRI done. Subsequently, the consumer had an x-ray done (date unknown) and it showed the lead fell out of the epidural space and was coiled around the lead extension. The lead was replaced and the consumer was now getting good stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.